Event description:
It was reported that during a peripheral angioplasty procedure, a hole in the catheter occurred. Vascular access was obtained via femoral artery. The target lesion was located in an unknown artery. The physician advanced a 4.0mmx40mmx80cm (4f) sterling balloon catheter and inflated it once without issue. Upon second inflation, it was noted that fluid was spraying out from a hole in the catheter. They remove the catheter and the device was removed intact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a peripheral angioplasty procedure, a hole in the catheter occurred. Vascular access was obtained via femoral artery. The target lesion was located in an unknown artery. The physician advanced a 4.0mmx40mmx80cm (4f) sterling balloon catheter and inflated it once without issue. Upon second inflation, it was noted that fluid was spraying out from a hole in the catheter. They remove the catheter and the device was removed intact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received inside a sterling product pouch that matched the information on the device. There was blood in the balloon and inflation lumen. When positive pressure was applied with an inflation device filled with water, water emitted from the outer shaft. There was a hole in the outer shaft 41cm from the strain relief. There was no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.  The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).